Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) exhibited post paced t wave over-sensing. No interventions were reported. The patient was stable.